Event description:
It was initially reported that stim was not quite covering all of patient's pain areas. There was no known accident or incident related to this issue. The patient was recently implanted in (B)(6) 2011. The patient was requesting help with reprogramming. Follow up information noted that the cause of the event was loss of stimulation in desired areas. Abnormal impedance was noted as n/a. Stimulation was not midline (no lead midline). The healthcare professional offered lead revision vs pump trial. The patient wished to proceed with pump trial vs lead revision to cover area midline.

Manufacturer narrative:
Product ID 3888-45, lot # v814277, implanted:(B)(6) 2011; product type lead, product ID 3888-45, lot # v814277, implanted: (B)(6) 2011; product type lead, product ID 3888-45, lot # v814277, implanted: (B)(6) 2011; product type lead, product ID 3888-45, lot # v814277, implanted: (B)(6) 2011; product type lead, product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011; product type extension, product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011; product type extension.